Event description:
It was reported to boston scientific corporation that the needle on the uphold lite vaginal support kit detached when placing the second leg of the mesh. The needle was not located inside the patient and no attempts were made to retrieve it. The procedure was completed with another of the same device, with no complications to the patient, whose condition at the conclusion of the procedure was reportedly ¿fine.¿ although the patient's exact age was not provided, the patient is reportedly over 18 years old.

Manufacturer narrative:
(B)(4).